Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheter had the catheter separate from hub during insertion. There was no report of patient impact.   The following information was provided by the initial reporter: it was reported by the medical professional, two of the plastic sheath separated from the plastic while being inserted into the patient.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheter had the catheter separate from hub during insertion. There was no report of patient impact.   The following information was provided by the initial reporter: it was reported by the medical professional, two of the plastic sheath separated from the plastic while being inserted into the patient.